Event description:
It was reported that right knee components were explanted due to infection and spacer placed.

Manufacturer narrative:
An event regarding infection involving a x3 triathlon insert cr#7 11mm was reported. The event was not confirmed. Device evaluation and results could not be performed as no items associated with the event were returned or made available for evaluation. Device history review indicated all devices accepted into final stock met specifications. There have been no other events for the lot or sterile lot referenced. The source of the infection could not be determined as further information needed. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
It was reported that right knee components were explanted due to infection and spacer placed.

Manufacturer narrative:
Catalog numbers and lot codes of the other devices in this report: cat. No.: 5517-f-702, triathlon p/a cr beaded #7r, lot code: skdcl1; cat. No.: 5521-b-700, tri ts baseplate size 7, lot code: yzau; cat. No.: 5550-g-360, triathlon symmetric x3 patella, lot code: 833w. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.